Manufacturer narrative:
The plant has reviewed this batch (lot #: l75954) from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples meet the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all meet product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term]: burn blisters with wounds/burn blisters with wounds as big as patch/presumably second degree [burns second degree], burn blisters with wounds [wound], this is a spontaneous report from a contactable pharmacist reporting on two different thermacare heatwraps for the same patient. This case is for thermacare fuer flexible anwendung. This is a spontaneous report from a contactable pharmacist. A (B)(6) male patient started to use thermacare heatwrap (thermacare fuer flexible anwendung) (device lot # l75954, expiration date: feb2018) from an unspecified date for muscle tension of back muscles. The patient's medical history was not reported. The patient had not previously used thermacare heatwraps. Concomitant medication included metamizole sodium (novaminsulfon) since (B)(6) 2016, 1-2 x 500 mg tablet, 4x/day for muscle tension, naloxone hydrochloride, tilidine hydrochloride (tilidin comp. Stada) since (B)(6) 2016 at 1-2 tablets at night for muscle tension and methocarbamol (ortoton) since (B)(6) 2016 3x2 tablets for muscle tension. On (B)(6) 2016, the patient experienced burn blisters with wounds as big as the patch, according to pictures. The severity could not be exactly classified, but presumably second degree. Action taken with the suspect product was unknown. Therapeutic measures taken included unspecified burn and wound gel and zinc-ointment. No surgery was required as a result of the events. The outcome of the events was unknown. New information received from product quality complaint (pqc) group includes investigation results for lot # l75954. The plant has reviewed this batch (lot #: l75954) from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples meet the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all meet product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. No follow-up attempts are possible. No further information is expected.